Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that patient booked for interventional radiology procedure to retrieve vascular foreign body. Procedure went as planned. Foreign body removed from pulmonary artery described as "linear foreign body from left lower lobe pulmonary artery". Foreign body appears to be part of a wire, from insertion of PICC. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured stylet is confirmed; however, the exact cause is unknown. One photograph of a 3cg stylet was returned for evaluation. An initial visual observation of the photograph showed a segment of a 3cg stylet with a rounded epoxy tip on the distal end, a kink midway down the segment, and a fractured proximal end. Use residue cannot be discerned from the returned photograph, and although damage is observed, no details of the damage can be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that patient booked for interventional radiology procedure to retrieve vascular foreign body. Procedure went as planned. Foreign body removed from pulmonary artery described as "linear foreign body from left lower lobe pulmonary artery". Foreign body appears to be part of a wire, from insertion of PICC. No other information was provided.